Event description:
The contact called for help with the customer's meter. While troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the readings. She was able to reset the meter to mg/dl. The meter will be returned, and a replacement meter will be sent.